Event description:
A malfunction was reported with the customer's insulin pump, identified by malfunction code malf 0. There was no reported adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump. The customer was advised to use multiple daily injections (mdi) as a backup therapy.